Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Additional patient/device information: it was reported that the patient underwent four surgeries to place the shunt. According to the report, the first surgery happened on (B)(6) 2003 in the early morning. The second surgery occurred (B)(6) 2003 in the late evening. The third surgery occurred (B)(6) 2003 in the early morning hours. The fourth surgery occurred (B)(6) 2003 later in the day. It was also reported a surgery to tie off the shunt happened about one month later. It was also reported that the patient had head pain, eye sensitivity to light and stroke residuals. Reportedly, the shunt was adjusted to performance level 2.0 and the patient's symptoms were better. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient has pressure and pain behind the eyes. According to the report, it took the doctor four separate surgeries to place the shunt and another surgery to tie it off. Reportedly, the patient is currently experiencing less pain and is on heavy medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.